Event description:
After using this product my mom bed sore became infected and significantly worse. We had to enlist the help of a rn to come to the house and seek treatment by a specialty md. After discontinuing uses and seeking additional treatment the wound got better and is currently still healing.